Manufacturer narrative:
(B)(4). Although requested, the device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
The customer reported that soon after having swabbed the top of the smartsite plus and connected it to the weigao syringe, they noticed a crack in the female luer adaptor. They have previously experienced similar issues, usually between two minutes and three hours after connecting the smartsite plus with the syringe or infusion set. Further information regarding these events are not available. From the reported information, there are no indications of serious injury to the patient or user as a result of this incident.